Manufacturer narrative:
(B)(4) - the device was manufactured december 21, 2015 ¿ december 22, 2015 the device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device due to an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no evidence of a leak was observed from the device. The device was found to operate per specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. Approximately 5ml of fluid leaked into the overpouch. The device was filled with 2300mg fluorouracil in 5% dextrose solution. This was discovered before use. There was no patient involvement. No additional information is available.